Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. The lead was diagnostically imaged and externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.